Event description:
Received an electronic report of a patient event that occurred in a country. It was reported that the patient was inadvertently placed on the optiflux 200 nre dialyzer. This was not his prescribed dialyzer. After 20-25 minutes into the dialysis therapy, the patient felt light-headed, anxious, and vaguely unwell. This patient verbally stated, he has also felt this ways before when too much fluid is pulled off. He also reported chest heaviness, a cough, and his throat felt funny. Once the event was detected, dialysis was discontinued, oxygen was applied, and the patient was administered a 50 mg intravenous dose of diphenhydramine. The patient's blood was not returned. This patient resumed dialysis therapy with use of the correct prescribed dialyzer and the therapy was completed as ordered. There was no further ill effect reported from this event to this patient. The patient was discharged to home once the therapy was completed. A sample is available for an evaluation. The patient continues dialysis as ordered with no further ill effect from this incident.